Event description:
Received november 4th: surgiwrap was placed during lavh approximately 6 months ago. After she left the hospital, she had pain and vaginal bleeding. On reoperation, the surgeon said that half of the sw pieces were found and half degraded and you can see that the wound ( presuming vaginal cuff) was healed.